Event description:
Discordant elevated free thyroxine (ft4) values were obtained on the dimension instrument on two successive samples for a single patient. The results were questioned by the physician after lower results were obtained on an alternate siemens instrument system (alternate methodology). The lower results on the alternate siemens methodology were considered correct by the physician relative to the clinical situation. Patient treatment was altered on the basis of the discordant ft4 results on the dimension instrument. The patient's synthroid medication was suspended for four days and then resumed. There is no indication of adverse impact to the patient due to the discordant elevated ft4 results or the temporary suspension of synthroid medication.

Manufacturer narrative:
The cause of the discrepant, questioned elevated ft4 results on the dimension rxl methodology is unknown. The endocrinologist questioned the ft4 results relative to the lower results on the alternate dimension vista loci methodology. The issue appears to be patient specific since qc and proficiency testing were within expected ranges. The free thyroxin (ft4) instructions for use cautions: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. The instrument is working according to specifications. No further investigation is required.